Event description:
The pt experienced a loss of therapeutic effect. At follow-up, impedances of >4000 ohms were measured. During the replacement procedure, the physician observed that when he disconnected the lead from the extension the second contact on the lead was torn and all of the conductors/contacts at the level of the connection with the extension appeared burned. No pt injuries were reported and after the replacement procedure, the pt was noted as doing "okay."

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when results are completed.